Manufacturer narrative:
The reference: (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device was not returned. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch: 024234871 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch: 024234871. The additional information received identifies that the surgeon experienced resistance as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". Continued injection of the lens at the point resistance was encountered is likely the contributory and/or causative factor of lens optic damage in this case.

Event description:
On 1st july 2025, rayner received notification from its taiwan distributor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye, the lens optic was observed to be scratched necessitating lens explantation and exchange.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that immediately following implantation into the eye the optic was observed to be scratched. The lens was explanted and exchanged during the original surgery session without further incident and without harm or injury to the patient. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The rayner hydrophilic acrylic iol use risk analysis identifies the following as possible causes of "physical damage to lens"; sharp edge instruments used during surgical procedure, surgical procedure: incorrect use of lens injection system, surgeon misidentifying posterior capsule creasing, lens surface ablated by nd: yag operator error and cracked optic surface post injection due to dehydration of lens. Additionally, the rayone preloaded iol injection system use risk analysis identifies forcing a blocked injector, inadequate lubrication, misuse of device and optic edge trapped/damaged on closure of cartridge as possible causes of lens optic damage. Our review of production records for the rayone emv rao200e batch 024234871 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone emv rao200e batch 024234871. The additional information received identifies that the surgeon experienced resistance as the lens moved from the cartridge into the nozzle. The rayone IFU "use of rayone" section "fig 7" states "press the plunger in a slow and controlled manner. If excessive resistance is felt this could indicate a blockage; discontinue use of the product and return the product and all packaging to rayner". The device was returned dehydrated in a blister tray with lens in a saline filled pouch. Preliminary inspection of the returned injector showed that movable flaps were not fully closed (no issues occurred when attempting to secure them together), and the plunger was retracted. Provided lens was inspected under x10 magnification and only one part of it was returned - no scratches spotted on the surface of the optic. Following the injector disassembly, cosmetic inspection of the injector parts revealed that the soft tip of the plunger was intact. Missing part of the lens was found inside the injector. There were visible traces of viscoelastic solution in the cartridge chamber. Following this, the injector was re-assembled, and fresh sample lens of rayone aspheric rao600c +21.50 d from rayner stock was prepared and injected in accordance with the IFU. The injection was successful, and no issues occurred during this process. Product return inspection performed couldn't confirm the event as reported. Lens was found to be torn in half. From the product return inspection and testing performed we conclude that user error of advancing the plunger before completion of movable flaps closure procedure is the most likely/ contributory factor to unsuccessful delivery of the lens in this case.

Event description:
On 1st july 2025, rayner received notification from its taiwan distibtrutor of an event that occurred during use of a rayone emv rao200e. The event description provided states that immediately following implantation into the eye, the lens optic was observed to be scratched necessitating lens explantation and exchange.